Event description:
In 2001, it was reported to arthrocare corporation that the tip of a coblade bacame detached from the device within the patient. At the time of the incident, the operating physician was unable to remove the tip of the device from the operative site. A second procedure was performed 2 days later to remove the tip from the patient. As of the following month, the patient is reported to be doing well with no further consquences.